Event description:
Account alleged that bed had no power. No injury reported. Found fuse from power control module blew from a bad left user control module cable. Replaced fuse and left user control module cable to resolve this issue.